Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related as access-site bleeding was associated with non-routine patient movement (leg flexion).

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 65 year old male for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The patient received support from the cp for coronary angioplasty procedure. It was reported the patient was bending their leg and flexing their hip during the procedure. Post-procedure, while still in the cath lab, bleeding was observed at the insertion site after the peel away sheath was removed and the repositioning sheath advanced into position. The peel away sheath was removed completely from the vessel prior to peeling it away, and the repositioning sheath advanced into the vessel per abiomed best practices, as well the angle of insertion maintained. Manual pressure was applied, the leg immobilized, and a femstop placed. However the bleeding appeared to worsen. Femstop was removed and manual pressure continued as the patient was transferred to the intensive care unit. The dressing was changed and hemostasis achieved. On day two of support, the cp was successfully explanted. The bleeding may occur in the setting anticoagulation requirements and impella cp support, and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.